Manufacturer narrative:
G4 - PMA/510(k) - unknown. D4 - primary UDI number - unknown. One device was received for evaluation. Customer complaint of customer issue was confirmed. Continuous alarm with error message 41622. Visual test was performed. Engine will be replaced. Resolution of the reported issue was confirmed by the technician and the device will been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks. The service history review had no indication that the complaint was related to a service of the device within the review period. Review of event log found no relevant information.

Event description:
It was reported that the device presented the error 41666. The event was noticed at the time the infusion pump was programmed. There was no reported patient involvement and no harm occurred as a result of this event.